Manufacturer narrative:
Date sent: 4/20/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, the device delivered an incomplete staple line. One cm was not stapled. The procedure was converted to open and the surgeon completed the case with manual sutures. Additional information has been requested.